Event description:
As the cement was pushed through the nozzle of the cement gun, the tip of the nozzle fell off when resistance was encountered. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The root cause of this event is attributed to a less than optimum weld of the nozzle tube and nozzle head body.